Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/1/2020. Additional information was requested and the following was obtained: 1. Intra op. 2. Procedure date: (B)(6) 2020. 3. Lot no not available. 4. No device available. Due to current covid condition they are discarding all materials used for the surgery.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm when did both event occurred? Pre-op or intra-op. What is the procedure date? What is the lot number? Please confirm device's availability. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a urological procedure on (B)(6) 2020 and suture was used. During the procedure, the suture detached from the needle and the suture cut at intervals. The procedure was successfully completed with no adverse patient consequences. Additional information has been requested.